Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant surgery the iol was removed due to the iris bleeding. The pt was left aphakic. The surgeon reported "this is not a lens problem". Add'l info has been requested.